Manufacturer narrative:
Corrected information: this information should have been included in the initial MDR report that through follow up with the field service specialist (fss), it was learned that a second abbott medical optics (amo) service specialist did perform another follow-up call after the fss visit to the customer site due to another related issue arising from the same system. Therefore, several parts such as advantech board, instrument manager, ethernet cable assembly, power supply and network adapter were again replaced on the unit. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A product deficiency review was performed and no product deficiency was identified. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and verified the safe state error. Fss removed and replaced the following parts: hard drive, advantech printed circuit board (pcb), ethernet interface pcb, ethernet cable assembly, power supply and disk on chip (doc) instrument manager. Fss performed the field service checklist, which the unit passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported blue screen on boot up and safe state error (error 2011- error getting version strings from instrument host) with the (B)(4) system. Customer rebooted the system, but it did not correct the issue. There was no patient involvement reported and no patient treatments delayed or cancelled.